Event description:
The customer reported a precharge voltage error message on the 9800 system. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No add'l info was provided.